Manufacturer narrative:
Product was not returned for investigation. Concomitant products used during the procedure: lasso deflectable circular mapping catheter: model #:d-1220-38-s; lot # 15219882l. Lasso deflectable circular mapping catheter: model #:d-1220-39-s; lot # 15254782l. (B)(4).

Event description:
It was reported that during a pvi procedure the patient's blood pressure decreased. A pericardial effusion was observed while merging was performed noted by echocardiograph. After drainage was performed the blood pressure returned to normal condition. The physician commented the event might have occurred while the catheter insertion to the auricle during access to lipv. The patient's condition had improved. Prognosis was satisfactory. The physician also considered that there was no causality between the event and the products used.